Event description:
A customer reported to baxter (B)(4) that the over pouch seal of a minicap was defected. There was no patient involvement and no patient injury or medical intervention indicated with this event.

Manufacturer narrative:
(B)(4). The customer reported a defect in the overpouch seal. The actual sample was received for evaluation. The defect was confirmed. Root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A follow-up report will be filed if additional information is received.